Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit passed the self test, , rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. Unit was monitored for 24 hours and no device heating up anomalies noted. However, unit received with unexpected battery power loss and had high sleep current and high active current measurements. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor / corroded battery tube]. Low battery alerts confirmed in the pump history on 09/10/2024 at 00:35:00.000. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and serial number label missing. Device heating up not confirmed during testing. However, unexpected battery power loss confirmed due to pump failing the active current and sleep current measurements due to exposure to moisture on the [pcba 1 / pcba 2 / force sensor / motor / corroded battery tube]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported pump is warm, hot, or overheating. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.